Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the customer allows the cartridges to reach zero units during normal insulin usage, and extracts insulin from them once the cartridges are removed from the pump. The customer reported being able to extract approximately 45-50 units of remaining insulin from the cartridges. Tandem technical support reviewed the pump data logbook and was unable to observe the reported event. There was no impact to the customer's blood glucose level.